Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced vaginal discharge, persistent hematuria, vaginal erosion of mesh, urethral erosion, urinary urgency, frequency urinary tract infection, blood in urine and frequency. The plaintiff also allegedly experienced bladder neck infection, pain, bleeding, dysuria, atrophic vaginitis, urethrovaginal fistula, chronic nonspecific cystitis, dyspareunia, organ perforation and vaginal scarring. The plaintiff underwent a mesh removal. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metastatic lung cancer. Related to manufacturer report #: 3011770902-2016-00245.